Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number: 383537 and lot number: 3244644. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter, translated from portuguese to english: leaking device. Additional information received on january 17, 2025 could you share the date of the event in dd/mm/yyyy? 12/11/2024 was there any impact on patient? No could you explain in detail where the leaking occurred? - at the catheter access where it should have been sealed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.